Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a power on reset (por) error message, and their therapy has stopped. They stated that they were at home, and upon trying to turn on their ins the night prior to the report, they saw the por error. No circumstances leading to the por were reported. It was noted that the por was informational. The patient was able to successfully clear the por at the time of the report. They were advised to follow up with their healthcare provider if they see it again. No further complications were reported. The patient was implanted for non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.